Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler alarmed with a notice: draining slowly message. The reporter was not in a current treatment or setup. According to the nurse, the patient had his catheter replaced on (B)(6) 2026 and he has to keep repositioning. The patient was not constipated but uses heparin. The fresenius technical support representative advised the nurse that the call would be escalated, to call for live troubleshooting, to reposition the patient and to follow up with their pd nurse when there is an issue. There was patient involvement; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).